Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to touch. There was no reported impact to the customer¿s blood glucose. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.